Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2013-08695. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and cardio-respiratory arrest. In (B)(6) 2009, clinical status assessment indicated the patient¿s qualifying condition as stable angina (ccs class I). The target lesion was located in the mid right coronary artery (mid rca) with 100% stenosis and was 72.0mm long with a reference vessel diameter of 2.50mm. The physician treated the lesion with pre-dilation and placement of two taxus liberte stents of size 2.50x32mm and 2.75x32mm without gap, resulting in 0% residual stenosis following post-dilation. Timi flow grade improved from 0 to 3. A 3.5x8mm non-bsc stent was also placed in the mid rca. The patient was discharged without complications on clopidogrel sulfate, cilostazol, aspirin and warfarin potassium. In (B)(6) 2012, the patient had unstable angina symptoms and developed cardio-respiratory arrest at home. The patient was transferred to the facility. His heartbeat was recovered by the direct current defibrillator. Percutaneous cardiopulmonary support system was connected to the patient. Coronary angiography identified 100% in-stent restenosis and timi flow 0 in the mid rca, which was treated with medication and plain old balloon angioplasty (poba) resulting in 27% residual stenosis and timi flow 3. The patient¿s status was improved and the patient was discharged without any angina symptoms in (B)(6) 2013.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).